Manufacturer narrative:
This report is submitted on july 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a burn and blister due to a hot processor with disposable batteries and subsequently was administered a topical steroid on (B)(6) 2018 and a period of non-use. The device has been replaced and will be returned to the manufacturer for analysis. The patient is being clinically managed by the health care provider.